Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She never achieved therapeutic benefit. Her trial in june of 2015 was unsuccessful but she was implanted anyway. Her health care professional (hcp) said the patient's bladder was "too far gone" for the device therapy to help. Her bladder was removed on (B)(6) 2015 and she was now using a pouch. When the patient's health was better, the implantable neurostimulator (ins) would be removed. It was further reported by the hcp on 2016-02-09 that several programs were tried. The patient had "severe [illegible] renal failure. They had [illegible] at the stage 1 trial." The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.